Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed the telescope was kinked. No damage was observed in the imaging core within the telescope and sheath section of the device. Microscopic inspection showed the imaging core was twisted. Impedance testing showed an electrical open at the proximal end of the catheter, between 130 cm and 140 cm from the distal housing. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. It is probable that significant forces applied during handling of the device throughout the procedure contributed to the observed electrical failure. Regarding the drive cable twist, the increased torque transmission and torque strength of the hubble drive cable can result in sufficient torque buildup in the presence of a telescope kink, leading to a twist event associated with procedural factors or catheter handling.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that visualization issues occurred. The target lesion was located in the peripheral artery. A peripheral opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion; however, when the mdu was turned on, no image was displayed and a black screen was observed. The procedure was completed with another of the same device. There were no patient complications and the patient fully recovered. However, device analysis revealed that the imaging core was twisted.